Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (stuck connector) has been confirmed. Upon evaluation of the electrode belt, the connector was damaged and was unable to plug into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (stuck connector) has been confirmed. Upon investigation the monitor receptacle was damaged and belt connector could not be removed. Additionally, the belt receptacle cable was pulled from the j1001 connector on the monitor pca. The root cause for the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor. Monitor sn (B)(4) mfg. Date: 12/09/2010, electrode belt sn (B)(4) mfg. Date: 12/02/2013.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged and unable to be removed from the monitor receptacle.